Event description:
It was reported that a tcr75 was used during a total gastrectomy. It was reported by the affiliate that the firing knob would not move in the middle of firing stroke. There was no consequence to the pt. 10/12/1998 message from affiliate. The case was completed with a new instrument.